Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 2 ,000 mcg/ml lioresal at a dose of 315 mcg/day via an implantable infusion pump for an unknown indication for use. It was reported on (B)(6) 2017 that the patient's pump connector was not secured. The hcp checked the catheter and it was okay. The pump connector was the issue. The hcp replaced the connector. The issue was said to be resolved at the time of the report. The patient status at the time of the report was said to be "alive-no injury." No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.